Manufacturer narrative:
The account stated the bed has been repaired but they do not have any info on the repair. Bed is now functioning as designed.

Event description:
The account alleged the heard of the bed would not raise. No injury reported.